Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in the middle of the stent profile with struts distorted and lifted distally from the balloon. The stent also moved distally on the balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial left circumflex (lcx) artery. A 4.00mmx28mm promus premier¿ stent was selected for use and advanced but failed to cross lesion and the stent was damaged. The device was removed from the patient, additional dilation was performed and the procedure was completed with another 4.00mmx28mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial left circumflex (lcx) artery. A 4.00mmx28mm promus premier¿ stent was selected for use and advanced but failed to cross lesion and the stent was damaged. The device was removed from the patient, additional dilation was performed and the procedure was completed with another 4.00mmx28mm promus premier¿ stent. No patient complications were reported.